Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t . Customer noted the pre sample was negative and the post sample was positive, so tubes switch or contamination is not excluded. Customer has planned a re-test. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t resulted posicitive to ntm m. Paragordonae (1 cfu/ml). There is no report of any patient injury.

Manufacturer narrative:
Review of the machine service history highlighted that the unit was manufactured in 2024 and was not involved in any other previous similar incident. By follow-up communication, livanova learned that the contamination event was due to a failure to follow the IFU¿s by the customer relating to the cleaning and disinfection procedure. In detail: the pre and post water sampling was being done sometimes a day apart from eachother by two different people. There was a hose being connected to the drain port at times to drain the 3t the drain port was not being cleaned/disinfected before sampling was done. As corrective action, a full retraining about the correct practice to follow in compliance with the IFU was performed on-site by a livanova clinical specialist that covered all the staff members. Based on the investigation findings, it can be concluded that the above-described deviation from IFU led/contributed to the reported issue. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.